Event description:
A report was received alleging a handheld pulse oximeter displayed low readings. The oximeter assembly was removed from the patient and successfully replaced with a similar device assembly withotu any reported patient harm or injury. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)